Event description:
During revision of the mega c, the stem disengaged from the body. The wires were where an osteotomy was needed to remove the stem. (Although those x-rays do not fit with that description as the first one looks like a std mrk) [customer].

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.

Event description:
During revision of the mega c, the stem disengaged from the body. The wires were where an osteotomy was needed to remove the stem. (Although those x-rays don't fit with that description as the first one looks like a std mrk) [customer].